Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 5, 2011 to october 6, 2011. Evaluation summary: the evaluation of the returned device is complete. During visual inspection (with the naked eye), the bladder was observed to be ruptured. Microscopic inspection of the bladder was then performed and found a marking on the interior surface of the bladder, near the line of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured. This occurred near the end of infusion of ceftriaxone leaving 20 ml of fluid within the device. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.